Event description:
On (B)(6) 2011 the lay user/patient in the UK contacted lifescan to report the one touch ultrasmart meter would intermittently not power on. On (B)(4) 2011 the technical service representative (tsr) spoke with the patient to obtain and verify information. For approximately five days, the patient noted the reported meter would not power on; she was unable to test her blood glucose level. On an unspecified date, the patient experienced the symptom of feeling faint. While symptomatic, the patient attempted to test her blood glucose level; however, the reported meter would not power on. The patient administered self-treatment by consuming candy, and felt better afterwards. She did not seek any medical attention. On the day of this event, prior to the onset of symptoms, the patient had eaten her breakfast; she was unable to provide what diabetes medications she had taken. The patient manages her diabetes with lantus insulin (dose not provided) and humalog insulin taken on a sliding scale. The patient did not provide any information about how she was determining her insulin doses during the time period she was unable to test her blood glucose levels. The patient did not have a backup meter. Troubleshooting revealed the patient's test strips were correct, and the meter successfully powered on with both the test strip insertion and the power button. There is no evidence the meter was not functioning appropriately. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia and received treatment with food after she was unable to test her blood glucose levels due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k021819.